Manufacturer narrative:
Other applicable components are: product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient had no stimulation. Troubleshooting was performed, impedances were abnormal. The action taken to resolve the issue was extensions were changed. The issue was resolved at the time of this report. The patient was alive with no injury.

Manufacturer narrative:
Concomitant products: extension 37081-40 serial# (B)(4) was listed twice. The one that was not returned is a duplicate.

Event description:
The rep clarified that the patient only had two extensions and not three.

Manufacturer narrative:
Device analysis for extension (B)(4) revealed no anomaly found. Device analysis for extension (B)(4) revealed no anomaly found. Conclusion code belongs to extensions (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.